Event description:
The pt stated that on (B)(6) 2007 she was retracting her piston rod to change the insulin cartridge and her infusion device began making a "squealing noise." She stated she removed and reinserted the power pack and the device made the same noise. She was instructed to insert a new power pack and the device made the same noise. She was instructed to insert a new power pack and the device functioned properly. She stated that her power pack was 10 days old. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was discarded, therefore, no product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.